Event description:
Philips received a complaint indicates that customer received fsn2021-cc-ec-023, illustrating device may prompt paddle/pads type unknown error message. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. External paddles that customer have are within the affected range. Rse confirmed that the external paddle will need replacement. The customer has been informed of the method for replacement external paddle to rectify malfunction. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.